Manufacturer narrative:
A saber percutaneous transluminal angioplasty (pta) balloon catheter was inserted and inflated for a post dilation; however, it ruptured at 12 atmospheres as it hit the edge of a stent. There was no reported patient injury. The target lesion was the common iliac artery. The lesion was moderately calcified, 90 percent stenosed and had mild tortuosity. There was difficulty tracking the catheter through the vessel/lesion. The catheter was not torqued against resistance. The catheter was not re-shaped by the user. No kinks or bents were noted after the device was removed from the patient. There was no unusual force used at any time during the procedure. It was then replaced with a smaller saber pta balloon catheter and the procedure was completed. The device was stored and handled per the instructions for use (IFU). There were no difficulties removing the stylet or any of the sterile packaging components, hoop or protective balloon cover. The device was prepped according to the IFU. The device prepped normally. There were no anomalies noted during or after the device was prepped. A non-cordis indeflator was used and was successfully used with other devices. The product was not returned for analysis. A product history record (phr) review of lot 82160723 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ and ¿pta/ptca system- tracking difficulty¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. However, vessel characteristics of calcification, 90 percent stenosis and mild tortuosity may have contributed to the reported event. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ according to the safety information of the instructions for use ¿if resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a saber pta was inserted and inflated for a post dilation, however, it ruptured at 12 atmospheres as it hit the edge of a stent. There was no reported patient injury. Therefore, it was replaced with a smaller saber pta balloon catheter and the procedure was completed. The device was stored and handled per the instructions for use (IFU). The target lesion was the common iliac artery. The lesion was moderately calcified, 90 percent stenosed and had mild tortuosity. There were no difficulties removing the stylet or any of the sterile packaging components, hoop or protective balloon cover. The device was prepped according to the IFU. The device prepped normally. There were no anomalies noted during or after the device was prepped. A non-cordis indeflator was used and was successfully used with other devices. There was difficulty tracking the catheter through the vessel/lesion. The catheter was no torqued against resistance. The catheter was not re-shaped by the user. No kinks or bents were noted after the device was removed from the patient. There was no unusual force used at any time during the procedure.